Manufacturer narrative:
Initial reporter facility name: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified elastomeric devices (2.5 ml/h) leaked into the packaging bag. This was identified during setup/preparation. There was no patient involvement. No additional information is available.